Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g1, g3, g6, h2, h3, h6, h10 the hakim valve was returned for evaluation: device history record (DHR) - no discrepancies were noted when released to stock failure analysis - inspection has no error message issue. Device has been reset, checked and returned to customer. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause for this issue reported by the customer could be due to normal wear out (as the device is older than 15 yrs).

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 4 reports. A facility reported that 4 of their hakim valve programmers would not program the valve to the requested setting. They would jump to different settings that were not requested. All 4 of the programmers have been returned.